Manufacturer narrative:
The last calibration performed on 09-feb-2023 was ok and there were no alarms. The customer stated that control recovery was acceptable. Upon review of the alarm trace, no relevant alarms were observed. The field service engineer adjusted the reagent probe, replaced the reference electrode, checked the rinse tubing, checked the rinse fill, checked the vacuum pump elbows, performed reagent priming, performed ise checks, and ran mechanism checks. Precision studies, calibration, and controls were run. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received questionable ise results for an unspecified number of patient samples tested on a cobas 6000 c (501) module. The customer stated the received a call from a physician questioning why some chloride values were higher than normal. On (B)(6) 2023, the customer started running patient samples and noticed that some results would be flagged and would automatically repeat with normal values. The customer provided data for one patient sample with discrepant results for ise indirect na for gen.2. The patient sample initially resulted in a na value of 149 mmol/l and this value was reported outside of the laboratory. The sample was repeated, resulting in a value of 141 mmol/l. The na electrode lot number was b9927, with an expiration date of 24-jun-2023.

Manufacturer narrative:
The device, component, and evaluation conclusion codes have been updated.